Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had experienced a high blood glucose level of 423 mg/dl. Customer declined troubleshooting for high blood glucose. The customer was able to treat their high blood glucose with a bolus. The customer also received an insulin flow blocked alert in the middle of the night. Customer was able to resolve the no delivery with a complete set change. The device will not return for analysis.